Event description:
A surgeon indicated that implanted intraocular lenses (iol) have glistenings that affect visions at times. Additional information was requested. There are two medical device reports associated with this event. This report is associated with the glistenings that affected patients' visions.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).